Manufacturer narrative:
A dräger service tech was dispatched after the event and replaced the vent motor as well as the piston diaphragm and o-ring. The tech tested the machine after the repair and reported that all tests were passed. The replaced motor was returned to lubeck for investigation and found to meet spec. The piston diaphragm and o-ring are wear and tear parts and were not made available. The investigation comes to the conclusion that most likely a loose piston diaphragm jammed between the moving parts of the ventilator and caused the reported ventilator fail. Replacing the piston diaphragm and o-ring is part of the 3-years periodic preventive maintenance. The customer does the routine service on the machine and the last recorded service provided by drager prior to the event was in (B)(6) 2010. Service records of the hospital's own service were not available for drager. The machine has reportedly been returned to use after the repair with no further problems reported. It is recommended in dräger's investigation report to advise the hospital once more of regular service and maintenance.

Manufacturer narrative:
This follow up is submitted to correct the importer MDR number. The importer MDR number in the initial report was duplicated. The updated importer MDR number is: (B)(6). The MDR content is still correct.

Event description:
Please see initial report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for "vent fail". There was no pt injury reported.